Event description:
Abutment fractured in patient's mouth.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall. Event date was reported as (B)(6) 2012, it should have been reported as (B)(6) 2013. Recall was checked and replace was checked in error. Added recall # (B)(4).